Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen fades to a light gray with no text visible. Customer's blood glucose was 120 mg/dl. Reportedly, the customer consulted with their health care provider for alternate insulin therapy.